Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation uterus"), device dislocation ("migration"), menorrhagia ("abnormal bleeding menorrhagia"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. B54874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation, thermachoice balloon ablation during insertion", device monitoring procedure not performed "she did not undergo an essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included hypertension, asthma and anemia. Concurrent conditions included overweight, urinary incontinence, itching, obstructive sleep apnea syndrome, latex allergy (reactions: itching, rash) and sulfonamide allergy. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 to 2018 for birth control as well as amlodipine besilate (amlodipine besylate) since (B)(6) 2018, beclometasone dipropionate (qvar) since (B)(6) 2018, benzonatate since (B)(6) 2017, docusate sodium since (B)(6) 2018, ferrous sulfate since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2017, montelukast since (B)(6) 2017, omeprazole and promethazine since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced menopause ("hormonal changes describe: early menopause"), hyperhidrosis ("sweats heat") and fatigue ("fatigue;"). On (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and vision blurred ("neurological conditions or problems type: blurred vision"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder changes") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("acid reflux known as gastroesophageal reflux disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: chronic depression"), rash ("rashes or skin conditions type: rashes on my face, hands and back"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), eye pain ("eye pain"), pain in extremity ("leg pain"), arthralgia ("knee pain"), dyspepsia ("heartburn"), back pain ("back pain") and asthma ("asthma"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy) and surgery (she had ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, abdominal pain, pelvic pain, menopause, hyperhidrosis, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vision blurred, allergy to metals, dysmenorrhoea, vaginal discharge, eye pain, fatigue, weight increased, gastrooesophageal reflux disease, pain in extremity, arthralgia, alopecia, dyspepsia, back pain and asthma had not resolved and the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, asthma, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspepsia, eye pain, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hyperhidrosis, menopause, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff is scheduled to have surgery to remove the essure implant in the near future. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Ai this time essure was completed bilaterally with 6 coils visualized at the left ostia after essure placement and 3 coils visualized at the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia, asthma. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added. New events added: ablation; early menopause, heat sweats, fatigue; abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); chronic depression; rashes on my face, hands and back; bladder or urinary problems or changes; migraines / headaches; nausea; dental problems; blurred vision, nickel allergy; dysmenorrhea (cramping); pain; vaginal discharge; eye pain; perforation (uterus); weight gain; acid reflux known as gastroesophageal reflux disease (gerd) and heartburn; knee and leg pain very severe; hair loss, back pain, asthma,novasure ablation, thermachoice balloon ablation during insertion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation uterus"), device dislocation ("migration"), menorrhagia ("abnormal bleeding menorrhagia"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. B54874-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", medical device monitoring error "novasure ablation, thermachoice balloon ablation during insertion" and device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's past medical history included hypertension, asthma and anemia. Concurrent conditions included overweight, urinary incontinence, itching, obstructive sleep apnea syndrome, latex allergy (reactions: itching, rash) and sulfonamide allergy. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 to 2018 for birth control as well as amlodipine besilate (amlodipine besylate) since (B)(6) 2018, beclometasone dipropionate (qvar) since (B)(6) 2018, benzonatate since (B)(6) 2017, docusate sodium since (B)(6) 2018, ferrous sulfate since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2017, montelukast since (B)(6) 2017, omeprazole and promethazine since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced premature menopause ("hormonal changes describe: early menopause"), hyperhidrosis ("sweats heat") and fatigue ("fatigue;"). On (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and vision blurred ("neurological conditions or problems type: blurred vision"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder chnages") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain"). On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("acid reflux known as gastroesophageal reflux disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: chronic depression"), rash ("rashes or skin conditions type: rashes on my face, hands and back"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), eye pain ("eye pain"), pain in extremity ("leg pain"), arthralgia ("knee pain"), dyspepsia ("heartburn"), back pain ("back pain") and asthma ("asthma"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy), surgery (she had hysterectomy with bilateral salpingectomy) and surgery (she had ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, abdominal pain, pelvic pain, premature menopause, hyperhidrosis, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vision blurred, allergy to metals, dysmenorrhoea, vaginal discharge, eye pain, fatigue, weight increased, gastrooesophageal reflux disease, pain in extremity, arthralgia, alopecia, dyspepsia, back pain and asthma had not resolved and the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, asthma, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspepsia, eye pain, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff is scheduled to have surgery to remove the essure implant in the near future. Current weight: 252 lbs. Approximate weight at the time of essure placement: 190 lbs. Ai this time essure was completed bilaterally with 6 coils visualized at the left ostia. After essure placement and 3 coils visualized at the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia, asthma. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.